Event description:
It was reported that approximately one year post port placement via the right subclavian vein, the infusion rate by the pump of the anticancer agent was clearly slow during chemotherapy. It was further reported that approximately ten centimeters of residue were found in the cut catheter when the port system was removed. Reportedly, a new port system was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one MRI implantable powerport kit was received for evaluation. Visual, microscopic, tactile and functional evaluations were performed. Upon functional testing, infusion was attempted and water was successfully exiting the port stem with small amounts of thrombus. However, the investigation is inconclusive for the reported occlusion issue as the exact circumstances at the time of the reported event was unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiry date: 04/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 04/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year post port placement via the right subclavian vein, the infusion rate by the pump of the anticancer agent was clearly slow during chemotherapy. It was further reported that approximately ten centimeters of residue were found in the cut catheter when the port system was removed. Reportedly, a new port system was replaced. There was no reported patient injury.